Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown against left device. Healthcare professional confirm capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and white particles in the shell. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left breast pain and cosmetic deformity. Per surgical notes, "calcified thickened capsule left breast anterior to pectoralis major muscle causing deformity of left breast". The device has been explanted.